Manufacturer narrative:
Other devices listed in this report: cat. No.: 623-00-40e, trident 0 deg insert 40mm, lot code: mjrprw; cat. No.: 06-4000, c-taper cocr lfit head 40mm/+0, lot code: mkjrxd; cat. No.: s-2337-hf10, securfit arc/ha collar stem#10, lot code: mkjtew. At this time, it cannot be determined if these devices may have caused or contributed to the patient¿s experience. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. Device not returned to manufacturer.

Event description:
It was reported, "the patient has severe groin/hip pain. The MRI/cat scans showed the muscles were not attached and had shrunk down to her knee. In 2012, they operated to reconnect her muscles. The patient continued to have pain in her right thigh after that surgery. Her pain became so severe that she had to use her hands to grab her pants to be able to make her leg move to walk. She began hearing a popping in her hip while bending also contributing to her pain. Dr. (B)(6) removed the stryker cup/liner and implanted a competitor cup/liner with the primary stryker head and stem on 5-7-2013. Dr. (B)(6) at (B)(6) performed tests which revealed hot spots on her stem and he believes there is micro motion in the loose stem area. She also has osteopenia and bone loss."

Manufacturer narrative:
The provided medical records indicated the patient's acetabular components were revised due to pain and minor malposition. There is no confirmation that the observed malposition contributed to the pain. Clinician review of the records concluded: "there is no evidence that this patient's clinical problems are the result of factors of faulty prosthetic design, manufacturing, or materials. Iliopsoas tendonitis and/or trochanteric bursitis are likely diagnostic possibilities." There is no indication at this time that the design, materials, or manufacturing of the subject device contributed to the event. If additional information becomes available, this investigation will be reopened.

Event description:
It was reported, "the patient has severe groin/hip pain. The MRI/cat scans showed the muscles were not attached and had shrunk down to her knee. In 2012, they operated to reconnect her muscles. The patient continued to have pain in her right thigh after that surgery. Her pain became so severe that she had to use her hands to grab her pants to be able to make her leg move to walk. She began hearing a popping in her hip while bending also contributing to her pain. Dr. (B)(6) removed the stryker cup/liner and implanted a competitor cup/liner with the primary stryker head and stem on (B)(6) 2013. (B)(6) performed tests which revealed hot spots on her stem and he believes there is micro motion in the loose stem area. She also has osteopenia and bone loss."